Event description:
Caridianbct received a medwatch form 3500a from the user facility on (B)(6) 2011. See attached uf/importer report # (B)(4). This report is being filed due to insufficient info at this time to determine if a malfunction occurred, and to provide additional info not included on the user facility's attached report. There was no noted blood exposure to the operator or the pt. No medical intervention was required for this event. Caridianbct has not yet been able to reach the customer regarding this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional info that was not submitted on the user facility's medwatch form. This report is also being filed to provide corrected info that was originally submitted on the user facility's medwatch form. Investigation eval and correction actions are in-process. A f/u report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the customer returned the disposable set to smith medical for investigation as they were the manufacturer of record for the hotline 3 device connected to the cobe spectra wbc disposable set. The report received by the hospital from smith medical stated that no abnormalities were found with the hotline 3 device and the connection between the devices was stated as tightened despite the presence of dried blood from the connection point. Terumo bct representatives were not able to conduct investigation of the connection to determine cause. Based on the description of blood leaking out from this connection, it is unlikely that the faulty luer connection was elevated to a sufficient height above patient connection to allow for air entry into the fluid pathway. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Nothing in the device history record indicates a problem in the manufacture of this set. Root cause: this disposable set was unavailable for specific root cause analysis. The root cause remains undetermined at this time.

Event description:
Patient weight is unknown at this time.